Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of high out of range right ventricular (rv) shock impedance measurement, measuring greater than 125 ohms of this cardiac resynchronization therapy defibrillator (crt-d). Ts recommended for the patient to be brought in for xray imaging. Subsequently, the patient was brought into the clinic and the high out of range shock impedance was observed. Ts recommended for imaging to be performed and device reprogramming. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of high out of range right ventricular (rv) shock impedance measurement, measuring greater than 125 ohms of this cardiac resynchronization therapy defibrillator (crt-d). Ts recommended for the patient to be brought in for xray imaging. Subsequently, the patient was brought into the clinic and the high out of range shock impedance was observed. Ts recommended for imaging to be performed and device reprogramming. The device remains in service. No adverse patient effects were reported. Subsequently, additional information received from field representative stated that patient visited clinic and this crtd device was checked. The field representative reported that after pocket manipulation, the shock impedance measurements were normal within limits and no noise was seen on the presenting electrogram (egm)s. The device remains in service. The hcp will continue with device monitoring. No adverse patient effects were reported.